Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the instrument was returned with a ball bearing missing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shims show used instruments that are disassembled and missing components. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the previous design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.